Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the imager may have been damaged by an electric factor sudden over current may have been applied to the device, such as attaching or detaching the scope connector while the video system center was on, connecting electrical contacts while they were temporarily wet or dirty, unintended static electricity, etc. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below IFU. Important information ¿ please read before use precaution for disappeared or frozen endoscopic image: warning if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. Precaution for disappeared or frozen endoscopic image: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Inspection on image is written in the following item of IFU (operation manual). Operation manual inspection of the endoscopic system inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image had an abnormal color tone with a green video. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.